Event description:
It was reported that the user who participated in the survey for ilet experience study experienced hyperglycemia after changing the infusion set and not correctly priming, leading to approximately six hours of elevated glucose with ketones, which the user resolved. Customer care provided support that included unsuccessful attempts to conduct analysis of information provided by the user. The information provided were insufficient to fully characterize the event. Investigation of this case revealed a usage problem due to failure to follow instructions and an improper procedure related to the infusion set tubing, with no device problem found. Symptoms included hyperglycemia and elevated ketones. Outcomes included no alerts or alarms and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.